Manufacturer narrative:
(B)(4) - incision enlargement. Device lost at surgical site and therefore no returned product testing can be conducted.all pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
Additional info: a review of the manufacturing records was conducted. The serial number (B)(4) of the acrylic intraocular lens zcb00, diopter 24.5 (tecnis 1-piece) belongs to production order (p/o) (B)(4). This production order started manufacturing on february, 2014. All process operations presented in the manufacturing record from generation to boxing was in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated for this production order. Process and/or material changes: a review of the raw material/manufacturing procedures in change control system was done during the period when this p/o was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with the reported complaint. Non statistical trend review: a review of the last year from the month when the complaint folder for this investigation was created showed no adverse trend for this complaint type and model. Based on the documents reviewed results, it was confirmed that there is no deviation or non-conformity throughout the process. As a result, the production order was manufactured according to specifications. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). Placeholder.

Event description:
It was reported that the surgeon experienced a folding issue with a zcb00 24.5 diopter intraocular lens. The lens was inserted into the eye and then the surgeon discovered that it was not laying correctly. The surgeon cut the lens in half to remove it and enlarged the incision. After the lens was removed it was dropped and was not able to be found. The replacement lens was another zcb00 lens of the same diopter. The surgeon does not feel the lens attributed to the reported issue. The patient left the operating room fine with the replacement lens implanted. In follow up it was clarified that the reported folding issue was user-handling related and not a product problem.